Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsular tear in right eye post laser assisted cataract procedure. A sulcus lens was implanted. Attempts have been made to obtain additional information on several occasions. No further information is expected.